Manufacturer narrative:
Fractured clear lens. Eval summary: the analysis results for the instrument confirmed that it was returned with the clear lens cracked. No conclusion could be reached as to what may have caused the found damage. A preliminary investigation process has been initiated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was broken in the optical tip. A similar device was used to complete the procedure. No pt consequence reported.